Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose of 29 to 600mg/dl. The customer treated with juice. Customer indicated that their doctor has been contacted and their blood glucose value was 70mg/dl at the time of the call. Troubleshooting was performed and found that the pump programming was fine and the pump was not worn in an MRI machine. Customer declined high blood glucose troubleshooting and would only like a replacement pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.